Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error and the drive support cap is loose. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with protruded drive support disk. The insulin pump alarmed during prime test due to protruded/loose drive support disk. Unable to perform occlusion test, no delivery test due to prime alarm. The insulin pump had a scratched display window and cracked battery tube threads.